Event description:
During an in clinic follow up, it was noted there were episodes of ventricular tachycardia (vt) in a fast ventricular fibrillation (vf) zone. The device delivered a shock, however, it failed to terminate the arrhythmia. The arrhythmia terminated on its own. The device was reprogrammed. The patient was stable and will continue to be monitored.